Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted the physician was exercising the helix of the lead and the helix would not extend. It was also noted that the lead appears to be damaged just proximal to the hvb coil. Appears that the distal end of the coil is not consistent with the proximal portion and was offset to the proximal end by several millimeters. The lead was not utilized and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.